Manufacturer narrative:
A replacement power supply was sent to the customer. The customer stated that the transformer would not power the pump. When the transformer was received by medela the housing was cracked exposing the inner circuitry. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0vdc, which indicates that the power supply is not producing voltage. No smoke, fire, or sparking was observed. Resistance across the dc plug was measured at 0.363 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported that the transformer would not power her pump. When received at medela, the housing was cracked opened.